Event description:
It was reported that the atrial lead exhibited failure to sense, failure to capture, far r over-sensing. X-ray confirmed that the atrial lead had dislodged and twisted. Programming changes were made to put the device in back up mode to avoid pacing. No patient consequences.

Event description:
Related manufacturer reference number:2017865-2023-19234. It was reported that the patient presented in-clinic for a follow up check. Upon review, the pacemaker was found to be in the back up mode. The device was pacing asynchronously at a rate of 60 beats per minute in the presence of the patients underlying rhythm at 70 beats per minute. The atrial lead exhibited failure to sense, failure to capture, far r over-sensing. X-ray confirmed that the atrial lead had dislodged and twisted. No intervention was performed. No patient consequences.